Manufacturer narrative:
Device evaluation: returned device was received a battery contact is bent on the shorting bar. Evidence of reported problem in event log was found. During the evaluation of the device yes, the reported "battery depleted alarm" problem was duplicated. At the first power up the pump immediately went into a two-tone alarm and displayed "battery depleted". The error was intermittent. Fresh batteries were installed and after five power cycles no further battery depleted alarms occured. The error was not reported with a 1310 error code. Internally it was found that the electrical shield had lifted away from the case and was causing an intermittent short. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths cadd-legacy 1 pump displayed a battery depletion alarm. There was no patient involved.